Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no other similar incidents from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The investigation was unable to determine a conclusive cause for the reported difficulties.

Event description:
It was reported it was difficult to remove the protective sheath from the 3.25x20 mm nc trek balloon dilatation catheter (bdc) and the outer member became stretched. The nc trek bdc was not used. There was no patient involvement and no clinically significant delay in the procedure. A same size nc trek bdc was used to complete the procedure. No additional information was provided.